Manufacturer narrative:
H11: section a through f ¿ the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information was requested but not provided by the customer in the survey process. As such, any additional information including regarding the patient or subject sample cannot be obtained. The complaint of a guidewire not retracting was confirmed. The product returned for evaluation was a guidewire and 18g introducer needle. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: damage to the inside edge of the introducer needle which can occur if the guidewire is forcefully retracted against the needle, damaging the shape of the sharpened bevel. Biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the guidewire could not be retracted successfully. The tip seems kink. No other information was provided.